Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The optic is torn from the edge into the optic center. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the lens/ cartridge combination used. The optic damage was observed. The root cause may be related to a failure to follow the directions for use. There are no other complaints in this lot. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was not installed properly and broke when pushed. No harm to the patient. The operation was completed after changing to another iol. Additional information was requested.